Event description:
I had essure placed in 2012 at the age of (B)(6). I was diagnosed at (B)(6) with menopause and am now suffering mental health as well as physical health problems. Potentially looking at surgery for a hysterectomy at age (B)(6)!